Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material in the nozzle and a burnt plastic distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Based on the results of the investigation, the foreign material could not be identified and it is unknown if the reprocessing steps have been implemented correctly in line with the instructions for use. The section of the device with foreign material had no physical damage. It is possible that a high-energy endo-therapy accessory such as laser, high frequency, may have been used without sufficient distance from the distal end section of the scope. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. The event can be detected or prevented by following the instructions for use: the instruction manual gif/cf/pcf-190 series, operation manual chapter 3 preparation and inspection and reprocessing manual chapter 5 reprocess the endoscope (and related reprocessing accessories). The instruction manual cf-h190i, operation manual chapter 3 preparation and inspection, 3.3 inspection of the endoscope, chapter 4 operation, 4.3 using endotherapy accessories. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.